Manufacturer narrative:
A visual examination of the returned complaint device showed that the sterile packaging (tyvek) was partially opened and presented a crack on its original tray near the rear part of the gauge of the encore device. The noted defect can be addressed by (B)(4), which traced back to the design specifications which include but are not limited to the device requirements, testing processes, hazard analysis, implementation strategy, and user needs. Therefore, the most probable root cause of this complaint is design specification. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used in the ureter during a urinary tract dilation procedure performed on (B)(6) 2017. According to the complainant, during unpacking, they noted that the sterile bag of the inflator was already opened compromising the sterile barrier. Reportedly, this device was used to complete the procedure. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device code relates to problem code for the reported issue of seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax balloon kit was used in the ureter during a urinary tract dilation procedure performed on (B)(6) 2017. According to the complainant, during unpacking, they noted that the sterile bag of the inflator was already opened compromising the sterile barrier. Reportedly, this device was used to complete the procedure. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.